Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 months post procedure of a 26 mm sapien 3 ultra valve implanted in the mitral position in the mitral annulus calcification (mac), there was severe paravalvular leak (pvl). The patient underwent a valve in valve procedure with a 26 mm sapien 3 ultra valve and the pvl resolved.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. In addition, paravalvular leak is listed as a potential risk associated with the procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was unable to be confirmed. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. It should be noted that the transcatheter heart valve (thv) was deployed in the native mitral position with mitral annular calcification (mac). The commercial use of sapien 3 ultra is not indicated for native mitral position with mac. Therefore, this was an off-label operation. As reported, "approximately 5 months post procedure of a 26mm sapien 3 ultra valve implanted in the mitral position in the mitral annulus calcification (mac), there was severe paravalvular leak (pvl)." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood. In this case, the valve was implanted within mitral annular calcification, so it is possible that the pvl skirt was unable to properly seal against the target site, resulting in paravalvular leak. In addition, the mitral annulus is non-circular in shape. Implanting a circular valve into a non-circular annulus can also lead to pvl. In this case, available information suggests that procedural factors (off-label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.